Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngzk3424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was found on the balloon. No patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the tri-funnel device is confirmed, and the cause is determined to be manufacturing-related. The device returned was one 22 ga, 20 cc tri-funnel replacement gastrostomy tube. Visual observation found very little residue on the device and no signs that the balloon had been inflated. Functional testing found that water infused through the inflation lumen exited through the orifices of the feeding lumen. Infusion of dyed water found that the communication between the main lumen and the inflation lumen occurred at the ¿y¿ where the inflation lumen branched from the main body. Microscopic evaluation discovered the hole at the y between the inflation lumen and the inflation lumen. It was visible on the inside of the main lumen and provided direct communication between the two lumens. The complaint is manufacturing related. A lot history review (lhr) of ngzk3424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was found on the balloon. No patient involvement.